Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with false pause episodes. It was determined that the episodes were caused by loss of contact with the pocket. However, true pause episodes were also discovered. The physician elected to explant the device and implant a pacemaker. The patient was stable.